Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
K-wire does not pass through guide.

Manufacturer narrative:
Reported event: an event regarding seizing involving a baseplate centering guide was reported. The event was confirmed. Method & results: -device evaluation and results a discussion with the mar group determined the returned baseplate centering guide left indicated debris found in the inner diameter of the shaft by the aid of a stereo microscope. Further analysis is not required. -medical records received and evaluation: not performed as medical records were not provided. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been 1 other event for this lot. Conclusions: the investigation determined the likely root cause of the event was debris found inside of the shaft of the baseplate centering guide. It was determined that there was severe rubbing of the k-wire causing a large amount of debris. Due to the debris build up the wire will not be able to pass through the guide.

Event description:
K-wire does not pass through guide.